Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll s/c 200 luer was cracked / damaged / deformed. Verbatim: complaint via phone. Case description: they were using the luer-lok and when she put the tip of the syringe on the vial, the inside tip broke inside the medication. The customer said the medication is expensive and in case of a confirmed product complaint, she wants a reimbursement. Product: 10 ml bd luer-lok syringe only. Ref#: 302995. Lot#: 5232613.